Manufacturer narrative:
Initial and final MDR (B)(4). - MDR . - device 3 of 3. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in australia. The caller reported experiencing issues with three sets, where the cannulas were folded over on top of the body and did not properly enter the skin. These identical cannula issues occurred on august 24th and twice on august 25th. The customer did not notice symptoms until 3 or more hours after insertion in each case. None of the infusion sets were used for more than 8 hours. The insertion sites were in the upper buttocks area, and the customer confirmed they regularly rotate site locations. The site areas were not impacted in any way, they went to the emergency room today with a blood glucose level of 329 mg/dl. No further information available.